Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 18 of the patient's mouth. Details of surgery are reported as follows: overheating of bone. On (B)(6) 2019, non-osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain and mobility. No further patient complications were reported.